Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 7 days post-operative (2 days after hospital discharge) from an open reconstruction of intestinal transit after rectosigmoidectomy, patient had sepsis of abdominal focus, with stercoral peritonitis. An exploratory laparotomy had to be performed and identified anastomosis loosening. The patient expired. It was also reported that the anvil was bent.